Event description:
The field service representative (fsr) reported while at the user facility to perform during preventative maintenance (pm) of the device, the customer reported to the speed control knob felt too loose on the arterial pump. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). The frs replaced the defective apm seal of the speed control knob. While turning the knob, there is a more resistive feel. With the component replaced and preventative maintenance completed, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.